Event description:
Ppd pqc intake received a call on 28feb2025 at 2:53 pm: clinical pharmacist called to report the nurse was reconstituting a dose for a patient, they saw some precipitate in the vial, so they were not comfortable giving this dose to the patient. The caller had another kit on hand, so the patient did not miss their does. The caller provided lot#: m5b001aa, exp date: 12/31/2026. The caller was provided the phone number to takeda customer service. 18mar2025: ms followed up with the pharmacist, via email, to obtain clarification on event. See below. The nurse successfully transferred the swfi into the product vial. After reconstitution of the product, the nurse noticed a particulate in the reconstituted solution that would not dissolve. She was uncomfortable with drawing the product up for infusion. I would consider this a complaint of the product not dissolving. However, I'm unsure whether the particulate is undissolved medication or a piece of the mixing device or the rubber seal of the vial that may have broken off. 10mar2025: ms followed up with pharmacist, via email, to obtain sample availability. Yes, I have the product.

Manufacturer narrative:
"This MDR is submitted following a retrospective complaint review conducted under CAPA: pr 5560509. The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. Device evaluation: the baxject ii unit was received with both the vials fully collapsed into their respective sleeves. During the preliminary investigation, a purple fragment was seen embedded into the stopper of the drug product vial and damage was observed on the tip of the lyo spike. Cde was contacted and images were taken of the fragment as well as the damage. Upon instruction from cde, the vials were removed from the device so that the spike tips could be imaged more clearly. More pictures were taken after vial removal of the fragment, and the 2 spike tips. After vial removal, a fragment was observed in the swfi vial and images were taken of the particle. Both the lyo and swfi vials were transferred to the particle lab for further investigation and the device was retained in the device lab for further testing. In the simulated functional test, the device performed as intended and no further particles were observed in any vials or the syringe. The report from the "particulate lab" states that the purple particle was lost during the investigation. As a result, further identification of the particle was not pursued. However, initial imaging revealed that the purple particulate measured approximately 862 microns in length. In contrast, the grey particulate (from swfi vial) observed during the analysis was measured to be 839.9 microns in length, taking into account the worst-case orientation. The final composition of the grey particulate was identified as "butyl rubber with a fluoropolymer coating layer". Further evaluation - retention samples: optical inspection of one hundred eight (108) retention samples of adzynma lot: m5b001aa, two hundred sixteen (216) retention samples of swfi lot: l000611 and one (1) retention sample of baxject lot: gr354103 (packed to lot: m5b001aa) were optically inspected. In addition, a lighthouse test of one (1) retention sample (lot: m5b001aa) was performed. The inspected and tested samples were compliant with the requirements; no abnormalities have been observed. Review of incoming material release documentation of batch: gr354103, item number: 3400691 / baxject ii, hi-flow, ntd, us, and batch: l000611, item number: 3500135 / wfi, ster, 5.4ml, ep/jp/usp, showed that there were no nonconformities, failures, rework or deviations that contributed to the reported problem. All incoming release results and parameters met specifications. Coring can occur when the transfer spike or needle is twisted during inserting into the rubber stopper. Stopper coring (generating a rubber particle when puncturing a rubber stopper) is a well understood issue which is also covered by european pharmacopeia. Rubber stoppers used at vienna facility are tested for this parameter. A fragmentation test is performed one time per year according to ph.eur. And usp. Stopper coring is a situation strongly related to user technique (twisting the needle during insertion, geometry and intactness of the needle tip, needle used for single or multiple insertions, etc.). Batch review was performed on the digital and physical records for lot: gr354103. No deviations were documented that were related to damage that negatively impacts the ability to spike the vial. A fishbone analysis was used to evaluate the potential causes of a negative impact the ability to spike a vial. Investigation was unable to determine exactly how the spike tip was damaged. The most likely cause is high force impact to a rounded edge. The shape of the remaining edge indicates that this was impacted by a round edge. Enough force was applied that the tip appears to have been completely removed. A review of the monthly report (apr 2025) for adzynma was also performed relative to the subcategory "damaged/broken". The complaint rate for 2025 is approximately 0.00853% compared to 2024 (B)(4) and 2023 (B)(4)."